Event description:
A report was received that a patient underwent a lead revision due to lead migration. The ipg and leads were explanted and returned to bsn for evaluation. Product evaluation for ipg (B)(4) revealed analog ic damage. Exposing the aic to high electromagnetic or voltage transient environment can cause this type of failure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician's implant manual 9055940-001). The bsn representative reported that electrocautery was not used while he was present during the surgery. Investigation couldn't determine when the analog ic damage occurred. A review of the manufacturing documentation of the lead (B)(4) found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-50 serial: (B)(4) description:artisan surgical lead, 50cm.